Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04574. It was reported that the patient had both scs systems explanted for an unknown reason on an unknown date. No further information was provided.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested but not received.